Manufacturer narrative:
Investigation of this incident found that the patient had been noncompliant with follow up visits after system implant. Patient cancelled multiple appointments for reprogramming and did not return calls from nalu personnel. During a physician visit the patient expressed that they did not want to perform any troubleshooting to the existing programs for the implanted system and would prefer to explant. Patient also expressed to the physician that there were other medical issues that were taking priority at that time. Details around the patient's other medical status is unknown to the firm. Suspect that the patient's lack of communication and lack of willingness to perform any troubleshooting is related to the other medical issues taking precedence. It is common to require some reprogramming in order to achieve maximum pain relief after the patient is fully healed from the implant procedure. There is no indication of any failure to the nalu system or it's components. Explant took place due to patient having conflicting priorities and choosing to remove the system.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 after a successful trial phase. In (B)(6) 2024 the physician's office notified a nalu representative that the patient had requested to remove the nalu system. A full system explant was performed on (B)(6) 2024 per the patient request.